Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt, age not provided. The pt was taking hp ergo, teal/clear (humapen ergo, teal/clear), lot 40289, for treatment of diabetes mellitus beginning on approx six months ago, 2006. On an unspecified date, after the beginning of treatment, the pt complained feeling difficult to inject the product with teal/clear cartridge holder, showing both clear cartridge holder engagement tabs damaged and broken and also the foot was broken off the injection screw. The hp ergo, teal/ clear complaint is associated with cid00425926. The operator of the device is unknown. The operator is trained. It was unknown for how long this device model had been used. The operator has used the reported device for approximately six months. The return of the device is anticipated. It was unknown if the hp ergo, teal/clear was discontinued or switched to new device. Update on 04-sep-2006. After quality review on 01-sep-2006. Changed the information from: the hp ergo was reported to be difficult to inject the product, showing the clear cartridge holder damaged, the spring arms and one engagement tab broken. In addition, there was no foot and the dial knob was scratched, to: the patient complained feeling difficult to inject the product with hp ergo. Updated narrative. Updated psur comments. Update on 29-sep-2006. Additional information received on 27-sep-2006 from quality control. Added lss summary conclusion and investigation conclusion. Removed expected follow up date. Changed the device available for evaluation field from yes to returned to manufacturer on 31-aug-2006. Added in narrative that the teal/ clear cartridge holder showed both clear cartridge holder engagement tabs damaged and broken and also the foot was broken off the injection screw. Updated narrative. Updated psur comments. Update on 29-sep-2006. Upon internal review on 29-sep-2006. Changed the date the device returned from 31-aug-2006 to 24-aug-2006.

Manufacturer narrative:
Investigation in progress. Information report. Evaluation summary: 27-september-2006: lss analysis summary: the actual device was returned and found to have both clear cartridge holder engagement tabs damaged and broken. This malfunction has been shown to result in an underdose. Also, the foot was broken off the injection screw. This malfunction renders the device unusable. Corrective action, broken engagement tabs: the core user manual states: do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional. Corrective action, foot broken: the core user manual states: do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional. Evidence of improper use/storage: information was provided by the reporter indicating that product was used improperly. The user reuses needles which potentially may, if the needle becomes clogged, result in an underdose. This user error is not relevant to the complaint description or the investigation results. The engineering investigation determined both engagement tabs were damaged while in the field. Tool marks were found on the left engagement tab surface break and cartridge holder mounting bayonet. This damage is consistent with removing the left engagement tab with an unknown tool such as pliers. The right engagement tab was bent by an unknown tool. This clear cartridge holder does not allow an operational test pen to function when attached because the bent right engagement tab does not engage the clutch mechanism when the clear cartridge holder is attached to a device. This misuse is relevant to the users complaint and the investigation findings.